Manufacturer narrative:
(B)(6).

Event description:
A manufacturer representative reported a consumer noted that the implantable neurostimulator (ins) was increasing and decreasing on its own. It was noted that the consumer had not confirmed actually seeing the voltage change versus if it was just the sensation of it changing. The programmed settings were noted as: 2.5v, 270, 50hz, 533 ohms 5.188ma, electrodes used: 15-10+9+14+, uses this group 100% of the time, based on 24 hrs use. Estimated: eos (end of service): 60 months; battery voltage: 2.96v. Additional information received from the representative reported device interrogation was performed and found nothing out of the ordinary. The consumer was advised to keep a diary of when he makes adjustments on his patient programmer and if the stimulation "increases or decreases on its own" to check to see if the voltage was still the same on the patient programmer as when he had last set it. The consumer was to call the clinic back if he saw a discrepancy. The cause of the increasing/decreasing stimulation was undetermined at the time.

Event description:
Additional information received from the representative reported the consumer indicated he would program his amplitude to a certain setting and when he noticed his pain had increased, checked his programmer, and noticed the amplitude had decreased on its own. Impedance was reported as within normal limits. The representative reviewed the dairy days and reported the consumer did not demonstrate using his patient programmer confidently and was unsure if the consumer was pressing the correct buttons at home.